Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of erosion could not be traced to the device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-12158. Related manufacturer reference number: 2938836-2019-12160. It was reported that the patient presented with a pocket erosion where the corner of the pulse generator and the leads had eroded through the skin. The pacemaker dependent patient required an implant on the right side and full system extraction due to erosion and potential infection. Blood culture tests performed and showed no growth for infection. The entire system was explanted and replaced with an ra port plugged. The patient was stable before, during, and after the procedure.